Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2019, product type :lead; product ID 977a260 lot# serial# va11ex7018 implanted: 2016-01-19 explanted: 2019-02-18 product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 07-nov-2019, UDI# (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 07-nov-2019, UDI # (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the patient was in a car accident in (B)(6) and stimulation has not been right since. The patient was not receiving adequate coverage with the currently implanted lead location. The battery was replaced on (B)(6) 2019. Impedances and coverage was good when checked that day. In time, the patient was not happy with the coverage. Extensive reprogramming was performed prior to and after surgical intervention. A lead revision was performed on (B)(6) 2019. All impedances remained normal and the issue was reported to be resolved. No further complications were reported.